Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-15178). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that during a follow up, unable to interrogate the device. Multiple attempts to establish telemetry were unsuccessful. The device was explanted and replaced. The patient was asymptomatic. Patient condition after the event was fine.